Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. Pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was over 300 mg/dl, 225 mg/dl and 124 mg/dl. The customer will treat high blood glucose with manual injection. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The customer will return insulin pump for analysis.